Event description:
It was reported that patient had returned from CT (computed tomography) and received an alert 01 (patient line open) & alert 02 (low flow) in the arctic sun device. Therapy had been fine all day until now. Verified all lines straight with no visible kinks. Fluid delivery line (fdl) was secured. Walked through proper disconnect and reconnect making sure to hear audible click. Flow rate dropped from 1.3 l/m to 0 l/m. Patient temperature was 37.9c, target temperature was 37c. The outlet monitor temperature (t1) was 8.2c, the outlet control temperature (t2) was 8.2, the inlet temperature (t3) was 8.5c, the water flow rate was (t4) 4.8c, water flow rate (wfr) was 0 l/m, inlet pressure (ip) was -0.8 psi circulation pump command (cpc) was 100, mixing pump command (mpc) was 100 system hours was 13100.5 and pump hours was 11588.5. Nurse placed device in manual control at 10c. The outlet monitor temperature (t1) was 7.4c, the outlet control temperature (t2) was 7.5c, the inlet temperature (t3) was 8.7c, the water flow rate (t4) was 5.6c, water flow rate (wfr) was 1.5 l/m, inltet pressure (ip) was -1.3 psi, circulation pump command (cpc) was 100% and mixing pump command (mpc) was 0. Bubbles noted in all clear connectors. Took device out of manual control and no flow rate again. Advised to change out the arctic gel pads. Walked nurse through draining and placed new pads.

Manufacturer narrative:
The reported event was confirmed as use related. The root cause of this failure is "misconnection of supply and return lines". The device failed to met specifications due to the user. The product was used for diagnostic and treatment purposes. The failure was caused by the misuse of the product. A DHR review was not required as the investigation was confirmed as use related. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that patient had returned from (computed tomography) and received an alert 01 (patient line open) & alert 02 (low flow) in the arctic sun device. Therapy had been fine all day until now. Verified all lines straight with no visible kinks. Fluid delivery line was secured. Walked through proper disconnect and reconnect making sure to hear audible click. Flow rate dropped from 1.3 l/m to 0 l/m. Patient temperature was 37.9c, target temperature was 37c. The outlet monitor temperature was 8.2c, the outlet control temperature was 8.2, the inlet temperature was 8.5c, the water flow rate was 4.8c, water flow rate was 0 l/m, inlet pressure was 0.8 psi circulation pump command was 100, mixing pump command was 100 system hours was 13100.5 and pump hours was 11588.5. Nurse placed device in manual control at 10c. The outlet monitor temperature was 7.4c, the outlet control temperature was 7.5c, the inlet temperature was 8.7c, the water flow rate was 5.6c, water flow rate was 1.5 l/m, inltet pressure was 1.3 psi, circulation pump command was 100% and mixing pump command was 0. Bubbles noted in all clear connectors. Took device out of manual control and no flow rate again. Advised to change out the arctic gel pads. Walked nurse through draining and placed new pads.